Event description:
It was reported that the lid of the aseptic housing is broken during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, lid is broken, was confirmed. The housing is not a repairable device and will not be returned to the user facility.